Manufacturer narrative:
According to the boston scientific representative, the patient was contacted by the clinic. The clinic nurse reported that the patient was sitting on the sofa at the time of shock delivery. The patient was instructed to schedule an in-clinic appointment, to date, the patient has not contacted the clinic. The clinic has placed additional calls to the patient. The boston scientific representative will notify boston scientific when the patient is seen in-clinic. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information in that this local representative contacted boston scientific technical services (ts) on december 22, 2016. The local representative reported that upon review of stored data, the patient competitor right atrial (ra) lead configuration was unipolar. The patient was scheduled for extraction of the chronic model#1010 device due to elective replacement indicator (eri). Ts was contacted again by the local representative on december 27, 2016. The local representative reported that an inappropriate episode was identified. The patient received inappropriate shock therapy due to what appears to be oversensing of a ra pacing spike (competitor ra lead). This patient also had a dual chamber pacemaker. The local representative reported that a lead safety switch (lss) was declared in the past due to high ra impedance. The local representative believed that the lss had been programmed off at the time of the model#1010 device replacement. Episode#002 was reviewed which confirmed that the s-ICD device appears to have been sensing pacing spike and then subsequent qrs. Many of the complexes are labeled with an s annotated marker until the paced rate increase to around 100 ppm. The s-ICD conditional zone had been programmed to 200 bpm. The local representative was planning to check the pacemaker to determine if the lss feature was still enabled. If enabled, lss will be programmed off. Ts suggested that the conditional zone could be reprogrammed to 220 bpm. Additionally, the other sense vectors should be checked. The device sense vector had been programmed to alternate with a note in the chart to leave in alternate. Boston scientific received information from the clinic that the pacemaker lead safety switch feature was programmed off. The clinic reported that the patient's medical history was significant for complete heart block and pacemaker dependency. The available information suggests that the model# a219 and model#l301 remains in-service. Despite multiple attempts, no additional information was received from the field. Subsequently, it was reported that this boston scientific representative contacted boston scientific technical services. The boston scientific representative had contacted boston scientific technical services on january 6, 2020 after reviewing a stored episode from a latitude nxt transmission that was recorded on december 30, 2019. The boston scientific representative commented that the device sense vector had been programmed to alternate since 2016. Additionally, the patent has a concomitant boston scientific pacemaker. It was unknown what the patent may have been doing on december 30, 2019. The boston scientific technical service consultant reviewed episode#80. The boston scientific representative was informed that the electrogram appears myopotential or movement artifact. The boston scientific technical service consultant suggested patient isometrics and assess other sense vectors for optimal sensing. Additionally, increasing the gain from 1x to 2x could be considered which would help with the waveform appraisal algorithm. The clinic was planning to schedule the patient for follow-up.